Event description:
It was reported that the customer experienced high blood glucose levels with excessive thirst and that the insulin pump alarmed no delivery. The blood glucose reading was 385 mg/dl. The customer advised that the alarm was resolved by a complete infusion set change. The customer stated that he was trying to bolus when he received the no delivery alarm and had site issues. The blood glucose reading was 510 mg/dl. He observed active bleeding and soreness at the site. He reported that he had occasional low blood glucose events also. He was advised to discuss his fluctuations with a doctor. The bolus history of the insulin pump was correct and insulin did exit the tubing during a manual prime. Unable to complete troubleshoot due to lack of tubing clamp, which would be sent. He was advised to perform a complete set change. The most recent blood glucose reading was 376 mg/dl. He reported serter issues and adhesive problems from sweating also. He requested more training. None further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.